Event description:
A customer reported that they needed to repeat actions multiple times when interacting with the touchscreen or pressing the buttons, as they were not as responsive anymore. There was no adverse impact to the customer's blood glucose level. The follow-up was declined by the customer, no further information was provided, and no further action was required by the technical support team.